Manufacturer narrative:
This is a supplemental report to provide additional information. Local service department checked the subject device and found that the biopsy channel was clogged with sponge. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. According to information on foreign material, there was a possibility that the foreign material was a tip of cleaning brush which was used at the facility. From this finding, omsc presumed the cause as below: - the brush got broken by its unfitting diameter to the channel diameter, or brush deterioration. Then fragments left inside the channel. - reprocessing method at the facility differed from IFU recommendation. - the facility staff was less trained in reprocessing and/or device handling according to IFU statement.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An event occurred in which the forceps could not be inserted or removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service found the biopsy port was blocked with sponge material approximately 8 cm past the biopsy port. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: the event occurred due to deformation of the forceps channel. The event occurred due to breakage of the instrument. The event occurred due to foreign material in the forceps channel. The event can be detected/prevented by following the instructions for use: operation manual. 3.8 inspection of the endoscopic system. Inspection of the instrument channel and forceps elevator. Operation manual. Important information ¿ please read before use. Precautions. Operation manual. 3.6 inspection of ancillary equipment. Operation manual. 4.3 using endotherapy accessories. Reprocessing manual 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing manual. 7 reprocessing endoscopes and accessories using an aer/wd. During the device evaluation, service also found that due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to wear of forceps elevator lever, up/down knob could not be locked securely. The adhesive around the objective lens was worn, and the adhesive on the bending cover (a-rubber) was detached. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Added the following fields as these were inadvertently not included in the reports previously submitted: a1, d4, d9. Added h6 codes based on the manufacturer's final investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance, the biopsy channel had blockage due to foreign material stuck inside the channel. It was not able to pass forceps and cleaning brush. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and confirmed the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.